Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the device evaluation is still in progress and has not been completed. The scope will be sent to an independent laboratory for microbial testing and eto sterilization. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to perform a reprocessing training. To date, the ess visit has not been finalized. A supplemental report will be submitted upon the completion of the device evaluation.

Event description:
Olympus was informed by the user facility that after reprocessing the scope, the scope culture tested positive for candida tropicalis and candida albicans. There are no reports of patient infection. Olympus was further informed by the user facility that a channel flush is performed on the colonoscope by using 50 cc of saline in a 60 cc syringe, flushing the biopsy port to the distal end of the scope into a sterile specimen container. The syringe is then removed and filled with air to flush the remaining fluid out of the scope and into the sterile specimen container. The endoscope channel is brushed twice during manual cleaning with an olympus single use disposable brush. The scope is leak tested using an olympus leak tester. Pre-cleaning is performed at bedside immediately after each procedure is completed. The scope is reprocessed in a non-olympus automated endoscope reprocessor (aer) medivators machine using rapicide as the disinfectant. A non-olympus enzymatic cleaner is used to clean the scope prior to high level disinfection (hld). There are no problems reported with the aer machine. The aer machine is up to date with preventative maintenance (pm). The next pm for the aer machine is scheduled for february 2019. The last olympus endoscopy support specialist (ess) reprocessing in-service was done on may 2017 and performed annually. No changes to the reprocessing personnel and all reprocessing staff are properly trained. The scope is hung and stored in a ventilated vertical cabinet.

Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist findings, to provide the independent laboratory results and to provide the device evaluation results. As part of our investigation, an olympus endoscopy support specialist (ess) visited the user facility to observe the facility¿s reprocessing practices and to provide a reprocessing training. The ess found no suction in the cleaning area. The ess addressed the deviation with the user facility. The scope was sent to an independent laboratory for microbial testing and ethylene oxide (eo) sterilization. The scope¿s instrument/suction channel tested positive for staphylococcus capitis. The scope was then returned to olympus for evaluation. A visual inspection was performed on the scope using a boroscope and noted a reddish stain/foreign material inside the biopsy channel entrance of the biopsy port. The biopsy channel was also found with a black stain and multiple kinks inside the channel from the bending section side; however, no restriction was noted when a forceps was passed through the channel. The scope passed leak testing. The scope was serviced and returned to the user facility. A review of the device service history was also performed, and found that the scope was purchased on october 13, 2016 and has not been returned to olympus for service prior to this incident. Based on the ess' findings, independent laboratory results, and device evaluation findings, improper maintenance of the device could not be ruled out as a contributing factor to the reported event. The instruction manual for use contains a warning statement in an effort to prevent equipment damage and mitigate patient harm. ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically following regulations, guidelines, etc. Required of you. An endoscope with an observed irregularity should not be used.¿